Event description:
Jetstream china study. It was reported that a loss of aspiration occurred. The 100% stenosed, 5.0mmx50mm, tasc ii b target classified lesion was located in the right mid superficial femoral artery (sfa). The lesion was treated with a 1.6mm jetstream sc atherectomy catheter and an additional attempt was made to treat the lesion with a 2.1mm jetstream xc atherectomy catheter; however the 2.1mm catheter failed to aspirate. Post treatment, percutaneous transluminal balloon angioplasty (pta) was performed, with 0 % final residual stenosis. (B)(6) 2019, 170 days post index procedure, the subject was noted with intermittent claudication. The event was treated medically and no additional actions were taken to treat the event. The event was considered not recovered/not resolved. It was further reported that the six month follow-up was treated with drugs without intervention operation. It was further reported that in (B)(6) 2019, 222 days post index procedure, the subject was noted with lower extremity atherosclerotic occlusive disease. On the same day subject was hospitalized for further management of the event. Diagnostic ultrasonography(ultrasound) (dus) / angiography revealed that the mid to distal region of right sfa had 100% occlusion , reference vessel diameter of 5 mm, and length of 12 mm with no evidence of thrombus. The subject had clinical symptom (recurrent/progressive intermittent claudication or rest pain), presence of functional ischemia (worsening abi or rutherford score associated with the target limb) and the event was recurrence of the clinical syndrome for which the index procedure was performed. Arteriography of right lower extremity and right superficial femoral artery circumflex was also performed. (B)(6) 2019, 225 days post index procedure the 100 % stenosis in the right mid to distal sfa was successfully treated with the help of a drug coated balloon with 0% residual stenosis. The event was considered not recovered/not resolved.

Manufacturer narrative:
Describe event or problem and other relevant history: additional information.

Manufacturer narrative:
Describe event or problem: additional information.

Event description:
Jetstream china study it was reported that a loss of aspiration occurred. The 100% stenosed, 5.0mmx50mm, tasc ii b target classified lesion was located in the right mid superficial femoral artery (sfa). The lesion was treated with a 1.6mm jetstream sc atherectomy catheter and an additional attempt was made to treat the lesion with a 2.1mm jetstream xc atherectomy catheter; however the 2.1mm catheter failed to aspirate. Post treatment, percutaneous transluminal balloon angioplasty (pta) was performed, with 0 % final residual stenosis. (B)(6)2019, 170 days post index procedure, the subject was noted with intermittent claudication. The event was treated medically and no additional actions were taken to treat the event. The event was considered not recovered/not resolved. It was further reported that the six month follow-up was treated with drugs without intervention operation. It was further reported that in (B)(6)2019, 222 days post index procedure, the subject was noted with lower extremity atherosclerotic occlusive disease. On the same day subject was hospitalized for further management of the event. Diagnostic ultrasonography(ultrasound) (dus) / angiography revealed that the mid to distal region of right sfa had 100% occlusion , reference vessel diameter of 5 mm, and length of 12 mm with no evidence of thrombus. The subject had clinical symptom (recurrent/progressive intermittent claudication or rest pain), presence of functional ischemia (worsening abi or rutherford score associated with the target limb) and the event was recurrence of the clinical syndrome for which the index procedure was performed. Arteriography of right lower extremity and right superficial femoral artery circumflex was also performed. (B)(6)2019, 225 days post index procedure the 100 % stenosis in the right mid to distal sfa was successfully treated with the help of a drug coated balloon with 0% residual stenosis. The event was considered not recovered/not resolved. It was further reported that the target lesion was treated with a sc 1.6 and a xc 2.1/3 jetstream catheter with 50% residual stenosis. The lesion was re-treated with the same catheter. On (B)(6)2018, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2019, the event was considered recovered/resolved and the subject was discharged on aspirin and clopidogrel.

Event description:
(B)(6) study it was reported that a loss of aspiration occurred. The 100% stenosed, 5.0mmx50mm, tasc ii b target classified lesion was located in the right mid superficial femoral artery. The lesion was treated with a 1.6mm jetstream sc atherectomy catheter and an additional attempt was made to treat the lesion with a 2.1mm jetstream xc atherectomy catheter; however the 2.1mm catheter failed to aspirate. Post treatment, percutaneous transluminal balloon angioplasty (pta) was performed, with 0 % final residual stenosis. (B)(6) 2019, 170 days post index procedure, the subject was noted with intermittent claudication. The event was treated medically and no additional actions were taken to treat the event. The event was considered not recovered/not resolved.

Event description:
Jetstream china study. It was reported that a loss of aspiration occurred. The 100% stenosed, 5.0mmx50mm, tasc ii b target classified lesion was located in the right mid superficial femoral artery. The lesion was treated with a 1.6mm jetstream sc atherectomy catheter and an additional attempt was made to treat the lesion with a 2.1mm jetstream xc atherectomy catheter; however the 2.1mm catheter failed to aspirate. Post treatment, percutaneous transluminal balloon angioplasty (pta) was performed, with 0 % final residual stenosis. (B)(6) 2019, 170 days post index procedure, the subject was noted with intermittent claudication. The event was treated medically and no additional actions were taken to treat the event. The event was considered not recovered/not resolved. It was further reported that the six month follow-up was treated with drugs without intervention operation.

Manufacturer narrative:
Describe event or problem: additional information. Date of event updated from (B)(6) 2019 to (B)(6) 2018.